Event description:
The customer reported being in the emergency room due to high blood glucose of 646mg/dl. The customer was treated and released. Assisted the caller to run the high pressure test and passed. Instructed the customer to remove the cannula and it was bent and occluded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.